Manufacturer narrative:
The corrected date is 07-sept-2017. The complaint was first received on claim # (B)(4), MFR report #: 2023826-2017-01535. (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -11.00 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to refractive surprise/refractive change overtime. The postoperative refraction was not predicted (hyperopia-manifest refraction, cycloplegic refraction). The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.